Event description:
It was reported by medical staff that for the third consecutive month they are unable to download log files completely from the controller. Troubleshooting was done with the monitor and usb with no success, the site then opted to change the controller. It is reported there was not impact or consequence to the patient. No additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states: all logs are maintained in the controller in non-volatile flash memory. The log files button allows the clinician to obtain alarm and trend data from the controller and to transfer it from the patient's controller to a usb flash drive. Process for downloading log files. The company is seeking this information through the event investigation.

Manufacturer narrative:
Log file analysis did not reveal any anomalies during the analyzed period. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most possible root cause is no failure detected. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous report.